Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was incorrectly displayed. In addition, it was reported that an occlusion alarm occurred. Customer's blood glucose level was 451 mg/dl. Customer delivered a manual injection to address blood glucose levels. Reportedly, the customer changed the infusion set and cartridge and resumed insulin delivery.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. The alleged occlusion alarm was verified in the pump logs; however, no failure was identified.